Event description:
It was originally reported that the end of the catheter was bent at approximately a 90 degree angle. The catheter was not used and there were no complications.

Manufacturer narrative:
One catheter was received without the stylet wire. There was no packaging received; however, a section of the gray shipping tube with the label was returned; therefore, it was possible to confirm the lot number and model information. Examination revealed a tubing fracture under the balloon latex. A closer visual examination found the tubing fracture to be located at the #3 inflation hole. The three other inflation holes were collapsed (oval shaped), which indicates the stylet did not stay fully inserted during sterilization. The edges of the break site matched up and there were no missing sections. Both the distal and proximal windings were found undamaged and the balloon still inflates. A review of the manufacturing records indicated that the product met specifications upon release. The complaint was confirmed and is related to the manufacturing process. An investigation was opened to determine the cause of the complaint and implement any necessary actions.